Event description:
A physician reported that before surgery an ophthalmic operating console froze and unable to press anything. The procedure details and patient impact were not reported. Additional information has been requested.

Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. Therefore, the system was not tested onsite. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. This factor was later reviewed and determined to be unrelated to the reported event. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).